Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 40 mg/dl. The cause of the low bg was unknown; however, customer suspected the cause to possibly be due to a non-tandem continuous glucose monitor sensor issue. Bg was treated via intravenous saline. Reportedly, the customer left the ER 2 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.